Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint engineering evaluation found that the instrument cable was broken. The pitch cable was broken at the distal clevis hub. The cable segment that contained the crimp was still installed in clevis. The clevis did not exhibit any damage or wear marks. The electrical continuity testing passed. Engineering also found scratches on the surface of the distal pulley. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported during a da vinci si prostatectomy procedure that the fenestrated bipolar instrument cable broke. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.